Event description:
A bipap a40 device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted additional findings of dust/dirt contamination and the device missing the accessory port cover. The evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was not repaired and scheduled to be scrapped by the service center after the evaluation was completed.